Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer received information on how to reset the pump from technical support and was assisted in resetting it successfully. The malfunction did not reoccur after the reset, and the customer was advised to continue using the pump and to report if the issue happens again. The customer understood the instructions provided.